Event description:
The snare was used to try to engage the proximal end of a sheared off porta catheter. The expro elite snare was engaged, buckled on itself, and then opened up. The doctor torqued it to catch the catheter and when it was tried to be pulled back, it wouldn't come back so the snare, catheter, etc. Was pulled into the heart. There was a piece of the snare fragment in the lung and the other part went into the right atrium where the tip of the snare embedded itself into the right ventricle wall. The tip was not retrieved.

Manufacturer narrative:
The distal portion of the loop was sheared off approximately 3-5 mm from the distal end of the device. The loop legs have 90 degree tight bends at the sheared surface suggesting the loop was bent tightly prior to shearing. More info is necessary to determine exactly how the failure occurred as the info provided is not clear. This has been requested through vsi.